Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate and the pump passed the functional testing. However a few days after the first call, another call was received to inform of lthe admission to the emergency room with high bgs and a release several hours later. It was stated the site was not rotated.